Event description:
As phoned in by the FDA, a report was received in 11/2001 from the customer stating that the arterial sheath was placed in pt and then defective valve was noticed. Sheath was removed from pt. The pt was not injured.